Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient stated that the homechoice ended therapy during dwell five of tidal therapy and did not drain. This event occurred while the patient was connected. The patient stated that there were no alarms. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated for the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The home choice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The event history log did verify the reported event. The device programming was reviewed and smart dwells were set to yes and last fill manual drain to no. The device was determined to have met all product specifications and was functioning as intended. This issue could not and would not cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.